Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, DHR requested - other reasons, sensor glucose vs. Blood glucose, cal error/ calibration not accepted. The customer reported blood glucose value of 49 mg/dl. Customer reported the following led up to the event. The event involved product(s) mmt-1884xc, mmt-5100clx, unomedical, mmt-342. No further patient complications were reported. The pump auto mode/smart guard feature was active at time of high blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No product return is required for mmt-1884xc. No product return is required for mmt-5100clx. No product return is required for unomedical. No product return is required for mmt-342.